Event description:
It was reported that the user experienced hyperglycemia with blood glucose in the 200s following a supply change with an ilet system, without site leakage, bent cannula, scar tissue, or dosing stoppage, and later disclosed a missed meal announcement that contributed to a peak of 280 before glucose returned toward target during the call. Symptoms included no reported clinical manifestations of hyperglycemia. Outcomes included no alerts, no alarms, and no medical intervention or hospitalization. Investigation included customer care troubleshooting and education. Investigation of this case revealed that device function appeared normal and glucose regulation resumed after the user addressed the missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.